Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro tip and bearings of the craniotome device were damaged. It was further determined that the ball bearings fell apart and the balls and cage were missing. It was further determined that the crani bracket was damaged (abrasion). It was noted in the service order that it was impossible to put the ¿wick¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordin

Manufacturer narrative:
Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from 24311655939 to k24311655929. The UDI has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the device failed pretest for visual assessment, clamp, lock operation, cutter insertion, temperature, clatter and ball bearing. A visual and functional assessment was performed on the device which found that the device had a drilled leg and it failed cutter insertion. During repair, it was observed that the device could not be inserted in the cutter device due to a broken and corroded bearing, which was determined to be consistent with excessive force during use (drill leg). The assignable root cause for the reported condition of damaged neuro-tip was determined to be due to construction/design false/defective. If additional information should become available, a supplemental medwatch will be submitted accordingly.